Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a cracked display screen. The blood glucose reading was 210 mg/dl. The customer was unaware of how the damage occurred. Advised discontinuation of the insulin pump. Nothing further reported.